Event description:
A nurse reported poor aspiration during a cataract intraocular lens implant procedure. No patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and the customer reported problem of poor aspiration was not observed. No problem was found. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).